Manufacturer narrative:
The investigation confirmed that results obtained on a vitros 3600 immunodiagnostic system for multiple patient samples were associated with the incorrect patient name. The evidence concludes that the misassociation of the patient name occurred during batch sample programming on the vitros 3600 system. The assignable cause of the event is unknown. There are two potential contributors to this event: user error when programming the batch testing or an unknown software issue with the vitros 3600 system. The investigation is ongoing.

Event description:
The customer complained that results obtained on their vitros 3600 immunodiagnostic system for multiple patient samples were associated with the incorrect patient name. The evidence concludes that the misassociation of the patient name occurred during batch sample programming on the vitros 3600 system. The misassociation of patient name and sample may lead to inappropriate physician action. The results reported out of the laboratory were associated with the correct patients by the laboratory information system (lis). There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).